Event description:
It was reported to philips that the system gave an x-ray unavailable alert, preventing imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was aborted. Philips filed service engineer visited the site and confirmed the reported issue. After reviewing the log, fse found errors showing that the host pc failed. Upon troubleshooting, fse found issues on host pc. Fse reinstalled the old host pc and found a hard disk full error. To resolve the problem, fse re seated the hard disk in ippc and host pc and clear the old data. The issue re occurred and on (B)(6) 2025, fse installed a new hard drive. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.